Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist had client log out completely. Once the client re-signed in, they were able to issue medication successfully. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the user was unable to issue medication and reported that the drawer would not open. However, there were no adverse events or injuries reported based on this event.